Event description:
It was reported that the insulin pump alarmed during the manual prime and the insulin was squirting out. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 11.4 mmol/l. No further information reported.

Manufacturer narrative:
A33 alarm during basic occlusion test due to protruded/loose drive support disk. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.